Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information received on 02/07/2025: this was discovered during a rotator cuff repair procedure on (B)(6) 2025. The fragments were retrieved from the patient. An ar-2323bcc suture anchor, biocomposite swivelock c was used to complete the case. There was a five-minute case delay. There was no added anesthesia administered to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/20/2025, it was reported by a sales representative via email that an ar-2323bcc biocomposite swivelock c anchor broke during insertion. The anchors were not removed from the patient. This was discovered during a procedure on 1/10/2025. No additional information was provided. Additional information requested on 1/31/2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion and/or prying/leveraging the device during use.